Event description:
It was reported that before a laparoscopic gastroesophagectomy procedure, prior to the stapler being introduced to the sterile field it was removed from the box. The circulator indicated the tyvek cover was already peeled back from the plastic molded unit, compromising the sterility of the unit. This had been prior to the unit being used in the current procedure. No way to determine if this was done at the hospital or at the factory. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information" the analysis results found that the pse60a device was returned inside its package previously opened. The seal area of the blister was inspected and it was in good condition, no evidence of seal defects was noted; in addition, no anomalies with the tyvek and blister were noted. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.